Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. It was indicated that the patient was under 2 years old, which is off-label usage of the device. The patient¿s mother reported that the sensor failed during warmup, and upon removal of the patch the sensor wire detached and was stuck inside the patient¿s body, which occurred the day the sensor had been inserted. An x-ray was done on (B)(6) 2019 which confirmed the wire was retained in the abdomen. Surgical removal by the endocrinologist was scheduled for (B)(6) 2019. At the time of the report the patient was in a good condition. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.